Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by correction injection manual insulin therapy.